Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2021 - this lead was uncapped and reattached to the patients ICD and is actively implanted now. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to pace/sense sensing was becoming unstable. The sensing kept on dropping between 2-3 mv. No adverse patient events were reported. Should additional information become available, this file will be updated.